Event description:
The patient has 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient is experiencing ineffective stimulation. While patient is receiving some therapy, her physician plans to add another lead in order to provide the needed coverage. Surgical intervention may take place at a later date.